Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 20.8 mmol/l. Customer's other blood glucose value: 6.5 mmol/l. The customer was treated with insulin drip and insulin pump for high blood glucose values. The device is not expected to be returned for analysis.